Event description:
Clinician noticed the area where the plug goes was black. I then looked at the area where the equipment usually is plugged in at and there was a black mark on the floor. Nothing on the outlet.